Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic representative reported via phone call that the patient was hospitalized two to three years ago for low blood glucose. He was treated with a glucose IV. The patient was okay now and did not want a follow-up. No products were shipped or returned.